Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, a monarc device was implanted to relieve stress urinary incontinence. On (B)(6) 2008, the patient was admitted to the emergency department, the reason was not provided. In about (B)(6) 2008, the patient was reported to have "severe pelvic pain, chronic infections, and their debilitating side effects." No additional information regarding the patient status was provided.